Event description:
Same case as MDR ID # 2134265-2013-00475, 2134265-2013-00476. It was reported that during percutaneous coronary intervention (pci) procedure, the ilab motordrive did not pullback properly. The automatic pullback of the ilab motordrive did not work when used with the replaced atlantis sr pro² imaging catheter and a bsc sled. The procedure was completed with the different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device observed with no visible damage or defects. The device meets specifications. The reported problem could not be reproduced as indicated in the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was unable to be confirmed. (B)(4).